Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer. Incident occurred at the start of treatment and was noted by the phoenix hemodialysis machine's blood leak alarm. Blood leak was confirmed visually in the dialysate and with positive hemastix. Blood from the extracorporeal circuit was not returned to the pt, with an estimated blood loss of 250 cc to 300 cc. Treatment was resumed with a new dialyzer of the same lot and completed without incident. No pt injury or medical intervention was reported per hcp.